Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g5. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 2 years post port placement on left internal jugular vein, an x-ray and CT examination demonstrated that the catheter allegedly damaged and leaked while flushing. It was further reported that the port was removed from the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was received for evaluation. During evaluation, circumferential splits were noted in the distal end of the cath-lock. Upon microscopic visual observation, distal end of the cath-lock were jagged and one region having striations and another region appearing finely granular. In functional testing, in-house syringe was attached to a safety infusion set. Leak noted at the circumferential splits. Air was aspirated into the syringe. Therefore the investigation is confirmed for the reported catheter damage and leak as multiple puncture and leak on circumferential splits were noted. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years post port placement through the left internal jugular vein, a x-ray and computed tomography examination demonstrated that the catheter allegedly damaged and leaked during flushing with saline. It was further reported that port body and catheter was removed form patient body. There was no reported patient injury.